Event description:
Physician reported that one day after injection into a facial scar with juvederm ultra plus xc, the patient experienced bruising at the injection site. On the same day of the juvederm injection, patient went to intensive care unit to visit a friend with (B)(6). The next day patient returned to the office complaining of discomfort/pain in addition or bruising. Physician reportedly injected the patient with ciproflaxacin to treat possible infection. After injection of the antibiotic, the patient flew out of country. Physician was contacted by the patient while in the other country, who spent five days at the hospital. Patient was diagnosed with local (B)(6) infection, and was given multiple antibiotics in the hospital. Treating physician also performed dermabrasion. Patient has no history of allergies, autoimmune disease or prior dermal fillers but was taking an antidepressant concomitantly. Physician states patient is doing fine at this time with only a slight amount of erythema at the treatment site.

Manufacturer narrative:
(B)(4). Device evaluation summary: batch number h30l715316 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain the reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.